Event description:
It was reported that a director from the department of public health left a message on voice mail in the legal department. The call was returned and the director was inquiring about a triple lumen catheter. She is investigating a death and mentioned something happened during removal of the catheter. She would not provide any details, but was requesting copies of any educational materials we may have, and she stated this is not a product related event. On 12/15/2009, the senior manager of complaint management contacted the director for additional details. She was very clear that she does not believe this is a product related incident. She feels it has more to do with the user. She would not provide any further details about the event and would not even acknowledge they had an event. She stated the nursing staff has a responsibility to have guidelines and procedures in place to cover the products they use. She was looking for any instructions for use that we may have on the triple lumen catheter products. She mentioned several times she does not relate this to a product issue and would not have to file a formal complaint.

Manufacturer narrative:
Sample will not be returned for evaluation.